Event description:
It was reported that, at the beginning of a photoselective vaporization of the prostate procedure, the fiber tip broke and the fiber began forward firing. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, it was determined that the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It as reported that at the beginning of a photoselective vaporization of the prostate procedure, the fiber tip broke and the fiber began forward firing. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.